Event description:
This report is being filed after the subsequent review of the following journal article: late-onset bowel perforation and iliac artery erosion after prominent anterior spinal instrumentation. Keerthi, I., dhillon, c., and shetty, m. (2012) late-onset bowel perforation and iliac artery erosion after prominent anterior spinal instrumentation. Spine, volume 37, number 22, pp e1402-e1405. This was a retrospective study of one patient (female, (B)(6)). She experienced an automobile accident in 2004. The patient sustained a fracture of l5 vertebra (dennis type a, with neurological deficit), a left trochanteric fracture, chest injury with multiple rib fractures, and hemothorax. Her treatment included short segment posterior stabilization l4-s1 in the first stage followed by anterior l5 corpectomy, instrumentation, and fusion. Anterior stabilization was done from l4-s1 with regular posterior pedicle screw and rod system (universal spinal system, synthes); the anterior column reconstruction was done with mesh cage filled with bone graft (3rd party). The patient had an uneventful recovery and regular follow-up for two years. After five years, she presented with complaints of occasional rectal bleeding and was found to have occult blood. A course of antihelminthic therapy was initiated along with treatment for chronic anemia. Symptoms then resolved for about six months. After that time, the patient presented to the emergency room (ER) with complaints of heavy bleeding from rectum; some abdominal pain was also noted, during an unspecified period of time. Laboratory results showed hemoglobin 4 g/dl. A diagnostic colonoscopy showed a metallic foreign body eroding in to the rectosigmoid junction. This was found to be the distal end of the anterior rod. A computed tomographic (CT) aortogram revealed erosion of the left common iliac artery (lcia) by the proximal end of the implant, and specifically the proximal screw head. It was noted that the conventional posterior implants had been used for anterior fixation and it was felt that they were bulky and not "soft-edged". When systems are used anteriorly, it is preferred to place them in the coronal plane under prevertebral muscle mass. However, this could not be achieved in the lumbosacral junction where low-profile implants are suggested. The rod was also "ill-contoured" and projecting outwards which produced constant irritation. The prominent edges had been covered with gel foam but still posed a risk for visceral damage. Multiple blood transfusions were received to increase blood hemoglobin levels. Because the original fractures showed good fusion, a decision was made to remove the implants and reconstruct the rectosigmoid junction and lcia. A multidisciplinary surgical team was involved in the procedure. The lcia was clamped and divided; arterial reconstruction was done with a dacron graft. Low anterior resection anastomosis of the rectum and diversion loop ileostomy were performed. The anterior spinal implants were removed successfully. Subsequently, the patient underwent a colostomy procedure six weeks later. Regular follow-up was initiated postoperatively, and the patient's chronic anemia was noted to have resolved. This is report 6 of 6 for (B)(4). This report is for unknown nuts uss (quantity 6) for abdominal pain and bleeding upon presentation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Late-onset bowel perforation and iliac artery erosion after prominent anterior spinal instrumentation. Keerthi, I., dhillon, c., and shetty, m. (2012) late-onset bowel perforation and iliac artery erosion after prominent anterior spinal instrumentation. Spine, volume 37, number 22, pp e1402-e1405. This report is for unknown nuts, quantity 6, unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.